Event description:
It was reported by the customer that a pyxis medstation es system had full height drawer failure. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer had cubie pocket failures. The field service engineer replaced the full height cubie drawer. The issue was resolved and tested the drawer using the hardware test application. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.